Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00658.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern) and pod packing coils (pod pcs). During the procedure, the physician successfully placed seven pod pcs and additional coils using the lantern. The physician then felt resistance while advancing a pod pc within the lantern and, consequently, the pusher assembly of the pod pc kinked. The physician then attempted to retract the pod pc, however the coil unintentionally detached within the lantern. Therefore, the lantern was removed with the pod pc inside. After flushing to remove the coil, the physician then reinserted the same lantern. The physician then felt resistance while advancing another pod pc and, therefore, the pod pc and lantern were removed. The procedure was then completed using a new lantern, the same pod pc, and additional pod pcs. There was no report of an adverse effect to the patient.